Manufacturer narrative:
Correction: the previous or initial MDR submitted on september 8, 2015, was filed inadvertently. No device malfunction or serious injury has occurred. This report is filed october 6, 2015.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use, however, the issue could not be resolved. The implanted device remains.